Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2014; 4461 boston scientific lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the device was unable to obtain the left ventricular (lv) threshold safety margin. The lv lead has possible loss of capture. Also, the implantable pulse generator (ipg) did not have any lv or right atrial (ra) lead capture management measurements available. The lead and device remain in use. No patient complications have been reported as a result of this event.